Event description:
It was reported that during an implant, there was positioning difficulty with the right ventricular lead and after several attempts to position and reposition the lead, the helix mechanism apparently failed. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant.